Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level, customer was unconscious and the paramedics had to be called. Customer blood glucose level was 2.2 mmol/l. Customer current blood glucose was 7.8 mmol/l. Customer was treated with intravenous glucose. Customer parent reported insulin pump seemed to giving insulin even when blood glucose was low. Trouble shooting was performed. Customer was unresponsive, vomiting and sweating profusely. Customer was using insulin pump within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of incident. Customer reported auto mode was automatically delivering insulin at the time of event. Customer alleged insulin pump was over delivering. The reservoir will not be returned for analysis.